Event description:
Pt was having a colonoscopy procedure with the erbe icc 200/erbe apc 300 for ablation of cecal avm's (arterial venous malformations) a perforation was discovered during the procedure.